Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection, with inflammation and warmness at the implantable cardioverter defibrillator (ICD) implant site. As a result, the ICD was explanted and there were no patient consequences reported.